Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump site at the pocket was infected. A revision was being performed. The pump was delivering baclofen. It was later reported the pump was replaced and changed from a 40cc to a 20cc because of size and a possible infection. Cultures were taken; results were unknown. The patient is doing well, and will be titrated to the correct dose.

Event description:
A family member later reported the patient caught (B)(6) when the pump was first implanted. The patient could not reach a therapeutic level for their dosing.

Manufacturer narrative:
Product ID: 8709, lot# l73610, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).